Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6f¿7f mynx control vascular closure device (vcd) never lined up. There was no reported patient injury. The procedure was interventional and performed using a retrograde approach. A non-cordis 6f sheath introducer was used. Femoral artery suitability was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity was unknown, and there was no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved via manual compression for 10 minutes. The patient recovered following the event. The device and packaging were inspected prior to use with no anomalies noted. The sealant was not dislodged from the venotomy. The device storage temperature did not exceed 25 °celsius. No resistance was noted during use of the device. The device was returned for evaluation.